Event description:
The hospital reported that during routine bacterial screening, that this device tested positive for pseudomonas. The hospital also reported, that the device had been utilized on three patients. The three patients were cultured by the hospital and all three test results were negative for pseudomonas. The patients were reported to be doing fine.

Manufacturer narrative:
The device referenced in this report was sterilized with ethylene oxide gas by the hospital, prior to returning the device to olympus for investigation. The device was inspected and slight discoloration and residue was observed inside the biopsy and suction channels and cylinders due to insufficient cleaning. An endoscope support specialist (ess) visited the hospital to conduct in-service training for the hospital's staff on how to properly reprocess the device. The hospital's infection control department has also investigated this matter further and reported that the hospital is adhering to the device instruction/reprocessing manual, except for utilizing enzymatic detergent to pre-clean the device at the bedside in the procedure room. The hospital has a policy that does not permit enzymatic cleaning solution in the procedure room and the facility does not plan to change this policy at this time. The cause of the positive test result can not be conclusively determined, but insufficient cleaning cannot be ruled out. This report is being filed as an MDR in an abundance of caution.